Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
Related manufacturing reference number: 2017865-2024-73239. It was reported that the patient's right atrial (ra) lead was oversensing noise resulted in pacing inhibition and inappropriate mode switch episodes. It was also reported that the patient's right ventricular (rv) lead exhibited high capture threshold. The ra and the rv leads were explanted and replaced. The patient was in stable condition.